Manufacturer narrative:
Corrected information provided in h.10. The initial decision to report was incorrect resulting in the initial report being submitted in error. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
A health care professional reported a patient with etching on the temporal side of the hinge in the left eye during lasik procedure. The bed cut was lifted easily. No bandage contact lens was required and there were no etchings on the patient interface observed under magnification. Additional information has been requested. There are two related reports for this patient. This report addresses the patient's left eye and another manufacturer report will be filed for the fellow eye.